Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: am surg. 2014 august ; 80(8): 725¿731. (B)(4).

Event description:
Title : component separation with porcine acellular dermal reinforcement is superior to traditional bridged mesh repairs in the open repair of significant midline ventral hernia defects this retrospective study involving a single-instutional experience aimed to compare the results of two commonly used techniques of ventral hernia repair (vhr): that of component separation reinforced with noncrosslinked porcine acellular dermal matrix (cs/padm) versus a similar cohort who underwent repair through a traditional bridged technique using either synthetic or biologic mesh. Between 01jan2006 and 31dec2012, two patient populations (n=80) who underwent either cs/padm (n=40; 59.0±10.7 years) or conventional bridged vhr (n=40; age of 54.8±11.6 years). For the conventional bridged vhr group, all patients underwent placement of an intraabdominal underlay with a minimum fascial overlap of 5 cm. The prosthesis, the choice of which was left to the operating surgeon, was secured with circumferential nonabsorbable mattress sutures placed 2 cm apart. The fascia was not reapproximated over the mesh. Of the 40 who underwent conventional bridged vhr, 14 underwent implantation of proceed (ethicon). Postoperative complications included mesh infection (n=3) requiring explantation of the prosthesis and hernia recurrence (n=?). The best technique for the repair of midline ventral hernia remains controversial. It appears that cs is superior to bridged repairs, and the use of a reinforcing mesh to buttress the repair is beneficial.